Event description:
Event description guidant received information that the monitoring voltage of this implantable cardioverter defibrillator (ICD) is 2.68 volts with a battery status indicator of middle of life 1 (mol1), thirteen months post-implant. Subsequently, guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model.